Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding"), fallopian tube perforation ("perforation (fallopian tubes)"), device dislocation ("migration of essure") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety and oophorectomy. Concurrent conditions included perineal pain, breast lump, ovarian cyst, lymph nodes enlarged, uterine cervix stenosis and paratubal cyst. Concomitant products included alprazolam (xanax) since 2016 and clonazepam (klonopin) since 2016. On (B)(6) 2013, the patient had essure inserted. In october 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal infection ("infection (vaginal)"), cystitis ("infection (bladder)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (to remove one or more of the essure coils), surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (ablation on (B)(6) 2014). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, fallopian tube perforation, device dislocation, menorrhagia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, vaginal infection, cystitis, migraine, headache, nausea, vaginal discharge and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: patient's most, if not all symptoms were decreased (not specified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion, blocked fallopian tubes on (B)(6) 2013, after essure placed, three springs noted on the right; same noted on opposite side, again three springs. On (B)(6) 2016, pelvic u/s and results: right hemorrhagic cyst noted on right ovary. Debilitating pain on both sides and unable to have intercourse. Assessments: ovarian cysts. Right lower quadrant pain. Left lower quadrant pain. Dyspareunia. On (B)(6) 2016, pathology report, gross and microscopic diagnosis: a. Left fallopian tube and ovary, salpingo-oophorectomy: -completely transected fallopian tube showing no diagnostic abnormality. -ovary showing a hemorrhagic corpus luteum and cystic follicles. -no malignancy identified. B. Right fallopian tube, salpingectomy: -completely transected fallopian tube showing paratubal cyst. Findings: normal uterus, tubes, and normal right ovary. Left ovarian hemorrhagic mass. Endometriosis in the cul-de-sac. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhoea, female sexual dysfunction, pelvic pain, vaginal discharge, dyspareunia, vaginal infection, abdominal pain lower. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Events alopecia, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery ( to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.